Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned.

Event description:
It was reported that the patient was in the hospital for non-diabetic surgery. By mistake, she activated the key lock of her accu-chek spirit combo insulin pump and could not deactivate it. Due to her health situation, she needed to adjust the basal rate and was unable to do so because of the key lock, causing her blood glucose levels to rise to around 300 mg/dl. The patient then received injections by pen from the hospital staff. The roche consultant helped the patient to deactivate the button lock and to program the new basal rate, now everything works.